Manufacturer narrative:
The manufacturer previously missed allegation in section b5. After review, it was determined that section b5 should be filed as follows: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headaches, dizziness and sleep apnea related to a continuous positive airway pressure (CPAP) device's sound abatement foam. Additional information need to capture about the alleged difficulty breathing/shortness of breath. Section h6 health effects: clinical codes has been updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged device caused headaches, dizziness and sleep apnea. There was no report of patient harm/injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.